Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and loosening is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2019, that a sign im nail implanted to repair a fracture had to be removed due to non-union and loosening at the fracture site. Surgeon comment: "a case from (B)(6) hospital, operated with sign nail & reported as case ID (B)(4). When patient made complaint some feeling of loosening at fracture site after two months, the surgeon exchanged the nail to (a non-sign) locking plate. But locking plate became bent, non union & bend plate was presented to (B)(6) hospital. The fracture was fixed with sign nail and exchanged to locking plate due to loosening and plate was bent . The last treatment was sign nail and augmented plate. During the operation, final test for stability at fracture site was quite enough strong."